Event description:
The following was reported by the patient: the patient reported he had a kugel mesh implanted to repair a hernia. The patient alleged the mesh had to be removed and it was found to be infected and crumpled. The following is based on the medical records provided by the patient: on (B)(6) 2007 - patient underwent repair of incisional hernia with composix kugel mesh reinforcement. Sutures were applied so that the knots were buried under the fascia of the linea alba. On (B)(6) 2007 - office visit: patient is doing well with no symptoms or complaints. Incision is healing with no evidence of infection or recurrence. On (B)(6) 2010 - patient underwent removal of composix kugel mesh. The composix kugel mesh was split in half and copious amounts of pus were identified. The mesh was noted to be "crumpled". Lysis of adhesions were performed.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. Upon explant of the composix kugel mesh, copious amounts of pus were noted as well as the mesh appearing "crumpled". There is no way to determine the cause of the alleged crumpling of the mesh. Although culture reports were not provided, the information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Adhesions is also listed as an adverse reaction in the product's instructions for use. Additionally, no sample was returned for evaluation and a lot number was not provided, therefore a manufacturing review is not possible. With the currently available information, no conclusion can be drawn.